Event description:
It was reported, the patient had an infection in the pump pocket and experienced withdrawal. The pump and pump segment catheter were removed, the distal segment was left and was tied down. They planned to implant a new pump and pump segment and tunnel it to the existing catheter. It was later reported a culture was taken from the pocket where the pump was and no bacteria was found. A new pump was implanted (B)(6) 2013 and a new pump segment was added. Hcp hooked up the new pump and filled it with preservative free normal saline as the morphine was not available. A backtable prime was not performed. The pump was programmed to minimum rate mode. It was planned to fill the pump the next day. The patient was receiving oral medication. The pump previously delivered clonidine and morphine. The pump was currently delivering saline.

Manufacturer narrative:
Product ID: 8709sc lot# n172893021, implanted: 2008 (B)(6), product type catheter. (B)(4).